Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. (B)(4).

Event description:
On (B)(6) 2016, the customer received the following results, with two different compact plus meters, within 10 minutes: 30 mg/dl (system 1) and 78 mg/dl (system 2). On (B)(6) 2016, the customer received the following results, with two different compact plus meters, within 10 minutes: 300 mg/dl and 302 mg/dl (system 1), and 102 mg/dl (system 2). No adverse event reported. The test strips used in system 2 are not expected to be returned.